Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had high impedance and a possible fracture. The lead was programmed off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.